Event description:
Reportable based on analysis completed on 13-feb-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The target lesion was located in the distal left anterior descending (lad) artery. The lesion was pre-dilated using a balloon catheter. A 2.75x28mm promus element¿ plus stent delivery system (sds) was selected and advanced to the lesion; however, the device was unable to cross the target lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). The stent delivery system was returned for analysis. The stent was damaged at its distal end. A strut on the most distal row was raised off the balloon material. This type of damage is consistent with the stent meeting resistance during the advancement of the device into the patient. No issues were noted with the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).